Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model and testing out of specification in accordance with the field advisory. Evaluation summary: testing revealed no output and no telemetry. The no output condition was the result of lifted hybrid bond wires.

Event description:
Asku